Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm during bolus. The customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting was completed and determined the alarm was caused by a connection issue. Customer declined troubleshooting for high readings. The insulin pump will not be returned for analysis.